Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced and the device was returned to service.

Event description:
The hospital reported that, during the pre-operative process, the unit screen did not turn on and there was a constant beeping. There was no reported patient involvement.